Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. It was noted that the cartridge deck was damaged as if was clamped over a hard object. The cartridge reload had the proximal 43 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a closure of ileostomy procedure, the instrument was blocked in the middle of firing. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient reported.